Event description:
During use for a cardiopulmonary bypass procedure, the user reported that they were unable to withdraw the stylet from the cannula body. An alternate device was employed and the procedure concluded without incident. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device problem already known, no eval necessary. The root cause has been identified as dimensional interference unintentionally designed into the introducer and cannulae bodies that can cause the introducer to be difficult or unable to be removed from the cannulae when the worst case dimensional stack up of both parts occurs.